Manufacturer narrative:
There were two reported lot numbers (1711261, 1712212). However, it is unknown which lot number was associated with the incident, as the customer had used both and was unsure which batch was faulty. Medical device lot #: 1711261. Medical device expiration date: 2022-10-31. Device manufacture date: 2017-11-28. Medical device lot #: 1712212. Medical device expiration date: 2022-11-30. Device manufacture date: 2017-12-12. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a hair pin was found inside the bd plastipak¿ luer-lock syringe. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that a hair pin was found inside the bd plastipak¿ luer-lock syringe. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: two picture samples were received for evaluation by our quality engineer. Upon visual inspection of the pictures received, it can be observed a clip hair inside the syringe, on the plunger. DHR of lots 1711261 and 1712212 has been reviewed not finding any annotation or deviation regarding the alleged defect. Operators wear protective clothes (hair-coves, moustache-cover, coat, beard-cover, shoes-cover) according to internal procedure (ha-012). This defect has been caused because operator does not follow the clothing rules according to procedure ha-012. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1.visual inspection molding: 2 injections per shift. Printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet 2.functional inspection. Printing: once in pallet#1, once in pallet#7, once in pallet#14, and once in pallet#22. Assembly: once in pallet#1, once in pallet#7, once in pallet#14, and once in pallet#22. Primary packaging: once in pallet#1, once in pallet#7, once in pallet#14, and once in pallet#22. Investigation conclusion: although no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with human error. The root cause is that operator does not follow the clothing rules according to procedure.